Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there was no failure detected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site would load the disc and select the patient they wanted, but when they attempted to proceed to registration, the system would become unresponsive. They rebooted the system and it was still behaving unresponsively. The site decided not to use the system for cases. There was no patient present when this issue was identified.